Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported that the user experienced a low blood glucose event while at a restaurant. The lowest reported blood glucose was 55 mg/dl, out of range for approximately 20 minutes. The user treated the low with coca cola and was preparing to eat lunch. The ilet device alerted the user of low glucose. The user did not experience any symptoms. No external assistance or medical intervention occurred.